Event description:
The manufacturer received information that a trilogy evo ventilator did not turn on. No patient harm or injury were reported. During the evaluation of the device at the manufacturer's service center, a failure of the device's display screen was observed. The display printed circuit assembly and display interface printed circuit assembly were replaced to address the issue. The device was returned to service in good working condition.